Event description:
Boston scientific received information that post implant, this right ventricular (rv) lead exhibited loss of capture at maximum output and the sensing measurement went from 20 millivolts (mv) down to 2 millivolts (mv). It was observed through a chest x-ray that the lead had pulled back and lost slack. This patient underwent a surgical procedure where this lead was repositioned. The sensing, impedance and threshold measurement came back at normal range when the lead was re-evaluated after repositioning. There was no pacing inhibition and no patient issue noted. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.